Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal damage was identified within the auabplus reverse osmosis (ro) system. The heat damage was identified on the f3 and f4 breakers as well as the black wiring. The error code "w-40-51-01 warning: t1 test, heater h1 defective" was also reported. The biomed will be replacing the f3 and f4 breakers along with the wire to resolve the reported issue. There was no reported harm to any patients or individuals because of this malfunction. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the reported event can be confirmed from the provided intake information. The reported event was most likely caused by bad electrical contacting at contactor q2 / circuit breaker f3 / circuit breaker f3 in the electrical cabinet of the aquabplus hf. Due to the bad electrical contacting, the thermal energy and heat emission increased, resulting in the identified thermal damage at circuit breakers f3 / f4 in the electrical cabinet of the aquabplus hf. The bad electrical contacts were most likely caused by loosened screw connections during shipment there were not tightened during the operational qualification as required and were also likely missed during servicing. This failure is a known issue. Corrective actions were defined and implemented. The tightening of the screws after shipment is now part of the service manual. If not already done, the replacement of the wiring, contactor q2, and fuse f3 is recommended.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal damage was identified within the auabplus reverse osmosis (ro) system. The heat damage was identified on the f3 and f4 breakers as well as the black wiring. The error code "w-40-51-01 warning: t1 test, heater h1 defective" was also reported. The biomed will be replacing the f3 and f4 breakers along with the wire to resolve the reported issue. There was no reported harm to any patients or individuals because of this malfunction. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.